Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date when the event actually occured is unknown. The date is an approximation for the unspecified date in (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
On (B)(6) 2014 the following follow-up information was received: the call was reviewed and it was revealed that the customer's initial reason for calling was to report that he was unable to purchase test strips to use with his adc blood glucose meter. Customer was informed by customer service that the meter he had been using had been discontinued and offered to send him a new meter. The customer called again to inquire as to the delivery status. "During troubleshooting as the questions were being asked, it was noted the customer was confused and began to provide wrong information." Therefore, given this new information there is no indication an adc device contributed to a serious medical event.

Event description:
Customer reported that on an unspecified date "approximately" in (B)(6) he was unable to test due to an issue involving the calibration of his adc blood glucose meter. It was further reported he self-administered a glucagon injection. Customer also reported he self-presented to his healthcare provider, a laboratory result of 535 mg/dl was received and he was treated with an insulin injection. There was no report of death or permanent injury associated with this event.